Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacer-dependent patient presented in-clinic for routine follow-up. High, out of range, pacing lead impedance was noted. Trends show an increasing values over the past few months. Increased capture threshold was also noted. The lead will be monitored.